Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient has been admitted to hospital with high blood glucose levels, nausea and vomiting. Patient was diagnosed with gastroparesis. Patient had blood glucose levels of over 300 mg/dl. The pod was removed at the hospital and the patient was treated with intravenous therapy with anti nausea medicine and an insulin drip.